Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements and pacing impedance measurements greater than 2000 ohms on the atrial channel through testing with the device and pacing system analyzer (psa). A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.